Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate an implantable heart monitoring device, either post-implant nor one still in the box. The technical services call-taker suggested that the radiofrequency programmer head be changed out. Follow-up to verify if this was tried was unsuccessful. The product has not been returned. No patient complications have been reported as a result of this event.